Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a high capture threshold noted on the right atrial (ra) lead which resulted in a loss of capture. Diagnostic imaging was performed, and there was insulation damage noted on the lead. The lead was capped and replaced, and the patient was stable with no consequences.

Manufacturer narrative:
The reported events of failure to capture and insulation damage were not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
During a follow-up in clinic, there was a high capture threshold noted on the right atrial (ra) lead which resulted in a loss of capture. X-ray imaging was performed and insulation damage was noted on the ra lead. The ra lead was explanted and replaced. The patient was stable with no consequences.